Event description:
Additional information was received indicating that the baseline transthoracic echocardiogram revealed severe total aortic regurgitation, severe transvalvular regurgitation, and moderate tricuspid regurgitation.

Manufacturer narrative:
Updated data: b2. B5. D3. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a1 a2 d4 - UDI medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that indicated the valve failure was first noted on the day of implant. No paravalvular leak (pvl) was noted after the index procedure.

Manufacturer narrative:
Updated data: b2 - hospitalization b5 h6 - annex e, annex f medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that indicated the valve failure of structural valve deterioration was first noted on the day of implant. The patient was hospitalized approximately seven years, five months following the implant of this valve. Eleven days later a redo transcatheter aortic valve replacement (tavr) procedure was performed. A valve-in-valve was required. The second tav implanted was a non-medtronic valve. The patient was discharged from the hospital the next day.

Manufacturer narrative:
B3: date is approximate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately seven years, five months following the implant of a transcatheter aortic bioprosthetic valve, the valve was failing. The failure was characterized as mixed severe, symptomatic aortic stenosis, structural valve deterioration, and moderate hemodynamic valve deterioration with an increase in the mean aortic gradient which was >10mm hg at baseline and now >20mm hg. The patient was enrolled in a clinical study with existing, baseline valve failure to determine whether a redo-transcatheter aortic valve replacement procedure, valve-in-valve, is appropriate. No patient complications were reported as a result of this event.

Event description:
Additional information was received which confirmed that the baseline tte was performed prior to the valve-in-valve procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.